Event description:
While monitoring a patient (age & gender unknown),the clinician switched the device to manual mode and the device started to charge the high voltage capacitor. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction .

Manufacturer narrative:
Zoll medical corporation has received the product.